Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on the insulin pump. The pt's blood glucose level was at 443 mg/dl. The customer stated that she received a no delivery alarm, but other than that the pump has been working as designed. The customer was assisted with troubleshooting and found that the reservoir and infusion set needed to be changed. No further info was provided.